Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was unknown at the time of incident. The customer stated that the display returned after troubleshooting. The customer reported that they received battery out limit alarm and they were unable to clear the alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery cap contact, however using a test battery cap, pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected connector on lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner and minor scratched display window.